Manufacturer narrative:
(B)(4). Date sent: 12/4/42025. D4: batch # 588d53. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a damaged trocar, with one of its parts detached. The image is not clear to determine the failure mode. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device 588d53- d12lt batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, according to the report, during use the trocar exploded. It was necessary to continue with the reset. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. D4 batch#: unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information: the sales representative confirmed with the customer about the event description, specifically related to the term "explode". "At the time the trocar was connected to the gas equipment, when the gas record was opened the connector "cover" exploded." "Probably it was a pressure release." "Maybe they plugged into the gas and at the time it opened the record, the lid did not stand." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.